Event description:
It was reported that guidewire tip detachment occurred. The patient was presented with lower extremity arterial disease and underwent endovascular therapy. The 100% stenosed target lesion was located in severely tortuous and severely calcified superficial femoral artery. A 300cm, 8cm v-18 control wire was used during the procedure. However, it was noted that the tip of the device was broken. The procedure was completed with a different device. There were no patient complications nor injuries were reported. It was further reported that the shape could not be maintained due to a kink and the tip of the device did not detach. The device was removed without any complications.

Event description:
It was reported that guidewire tip detachment occurred. The patient was presented with lower extremity arterial disease and underwent endovascular therapy. The 100% stenosed target lesion was located in severely tortuous and severely calcified superficial femoral artery. A 300cm, 8cm v-18 control wire was used during the procedure. However, it was noted that the tip of the device was broken. The procedure was completed with a different device. There were no patient complications nor injuries were reported.